Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the flow sensor diaphragms were stuck to the top of the flow sensor housing. The flow sensors were replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, the unit had a flow sensor alarm. There was no report of patient involvement.